Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device showed signs of twisting and bending along the full length of the catheter. It was observed that the catheter had detached from the hub, while the wire remained secured inside the hub. Flushing the device with water revealed leakage at the catheter hub separation. Findings indicate the damage is consistent with improper handling during clinical use rather than a manufacturing defect. The twisting, bending, and catheter detachment suggest excessive force or incorrect manipulation during the procedure.

Event description:
The customer reported that during procedure, the physician replaced the device due to a kink in the wire. Upon inspection of the device at the korea office, a leak was also identified. There was no patient harm or injury reported.